Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the top housing viewing window & the arms of linkage assembly were not deployed. The download data shows that the device is in pod state 14 indicating that the pod timed out without completing activation. The device delivered 45 first prime pulses and timed out while waiting for an input from the user. Investigation found no issues that would result in needle not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy as intended. The patient's blood glucose rose to 14 mmol/l (252 mg/dl). The pod was not worn.